Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that an event occurred on (B)(6) 2026. The patient reported infusion set cannula was kinked and patient experienced bleeding at the insertion site. No further information available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.